Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 228.6 mg/dl at the time of the incident. On removal patient noticed a air bubble in the res about 3ml size. The reservoir will be returned for analysis. The customer is getting soreness and infections at site and customer has a shower but finds this shows just at the cannula. Customer assisted with performing the high pressure test and test was passed. Customer gets a little big swollen in his leg, buttock and thighs. After troubleshooting it was noticed that, the approximate size of air bubbles is 3mm in reservoir and air bubbles were noticed by customer during therapy. Customer did not allow for insulin to warm to room temperature prior to filling reservoir. Based on customer report customer does not allege pump was under delivering. The reservoir will be returned for analysis.